Event description:
During product evaluation, it was found that a minicap with providone-iodine solution had developed a surface crack in the knit line area. This was identified during evaluation; therefore, there was no patient involvement. Additional information is not available. This is report 2 of 9.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that this report is a duplicate of report 1416980-2013-11327. All investigation activities will be captured under report 1416980-2013-11327.